Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the procedure. According to the complainant, during the procedure, the autotome was damaged. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire broke.